Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one straight tip guidewire was received for evaluation (flexura) and another guidewire was received for comparison (capella). Visual and x-ray evaluations were performed. No anomalies were observed and both guidewires were visible under x-ray. The flexura guidewire is not specifically designed to be echogenic but is designed to be radiopaque. The investigation is inconclusive for the reported difficulty to see the wire under fluoroscopy as the quality of the image will depend upon the specifics of the clinical conditions, such as the radiographic equipment settings. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the guidewire that comes with the port was allegedly not echogenic and was not visible on fluoroscopy or ultrasound. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: (expiry date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the guidewire that comes with the port was allegedly not echogenic and was not visible on floroscopy or ultrasound. The procedure was completed using another device. There was no reported patient injury.